Event description:
It was reported by service report that the cot was leaking hydraulic fluid from the fill plug. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fill plug on hydraulic cylinder.